Event description:
On (B)(6) 2015, the reporter contacted animas alleging a cracked display screen. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas.if the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/29/2015 with the following findings: the returned battery cap was used for investigation. The pump was powered on; the display was found to be functioning appropriately. There was no damage found to display. The reported issue was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.